Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 7 months post implant of kugel patch, patient was diagnosed with hernia recurrence and adhesions thereby underwent additional surgery. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged that on (B)(6) 2016, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with right inguinal direct and indirect hernia thereby underwent open repair with the implant of kugel mesh. Per operative notes, ¿there was a herniation in both direct and indirect. In direct hernia space was freed and hernia sac was adhered to spermatic cord and lipoma was dissected. Medially direct hernia was reduced and placed a small oval kugel patch in the preperitoneal space and secured to the transversalis fascia with sutures.¿ on (B)(6) 2016 - patient was diagnosed with pain, recurrent right inguinal hernia and femoral hernia thereby underwent laparoscopic repair. Per operative notes, ¿large hernia was dissected together with the elements of the cord. The indirect hernia sac is closely adhered to the spermatic cord and extending into scrotum, which originates from medial. Excess of the sac was excised. Superiorly, the transverse fascia was reinforced by the previously placed kugel mesh. A combination repair with the synthetic plug which was placed reducing the stump of the hernia sac, was secured to the surrounding tissues with sutures. Then, piece of the elliptically cut synthetic mesh was secured to the pubic tuberculum and sutured the mesh into the superior edge of the previously placed kugel mesh and inferiorly to the inguinal ligament.¿ attorney alleges that the patient had bowel perforation, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged that on (B)(6) 2016, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."